Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported when the patient presented for an elective generator replacement, externalized conductors were observed via diagnostic imaging. The lead was capped and replaced. There were no adverse consequences to the patient.